Manufacturer narrative:
The biomedical engineer (bme) set the device into diagnostic mode, and the bme successfully performed touchscreen calibration. The bme confirmed that the device accurately responded to touch per the touchscreen diagnostics screen. The device passed the required performance verification tests per philips standard and was returned to service.

Event description:
Philips received a complaint from the biomedical engineer (bme) on the v60 indicating that the touchscreen was not responding and could not be calibrated. It was reported that there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer (rse) provided the bme with the part number of the touchscreen for repair.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the biomedical engineer. It is unknown if the replacement touchscreen was ultimately ordered for repair, and the outcome of this issue could not be determined. No further information could be obtained. This file is closed and can be reopened if new information becomes available.